Event description:
The patient reported that when she rebooted the pump she attempted to adjust the date and time but when pressing the keypad buttons the pump did not respond. There was no visible damage to the keypad other than the fact that the print was worn off the button. The patient denies cleaning the pump but says the issue started after she wore the pump in the swimming pool. There was no evidence of misuse of the product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection showed evidence of moisture visible through the screen. A leak test revealed that the display lens was leaking. The pump was opened and internal moisture damage was observed. The complaint was unable to be investigated due to internal moisture damage.